Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a damaged downstream occlusion (dso) sensor. There was no patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint of damaged downstream occlusion (dso) sensor. Service history review identified the complaint was not related to a previous service of the device within the review period. Visual/functional testing was performed. A delaminating dso seal was confirmed. The dso seal was replaced. Found the upstream occlusion (uso) seal was delaminated and was replaced. Device passed all testing criteria post repair.